Manufacturer narrative:
Concomitant medical products: 693565 lead implanted (B)(6) 2010, 5076-52 lead implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited elevated pacing thresholds. The patient was noted to be experiencing increased shortness of breath and an increased fluid status. The lead remains in use. No further patient complications have been reported as a result of this event.